Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the (B)(6) that before use on the patient it was observed that the chuck with key device was broken (2 parts). This event did not occur during surgery. It was not reported if there was a delay in a scheduled surgical procedure, or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The drill chuck with key device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was observed that the bearing was worn-out. It was noted that the bearing seal was worn-out. It was also noted that the device failed pre-repair diagnostic tests for free movement, untrue running, and noticeable noise and performance. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation update: please note that in addition to the failures included in the previous supplemental report, an additional failure has been added. Upon further investigation, it was noted that the drill chuck device was sluggish. This information does not change the assignable root cause of normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.